Event description:
(B)(6) 2024 - the consumer claims the unit was smoking and the plastic on the unit was very hot. The unit has a 1 year warrenty. The consumer returned the product and accepeted a replacement.

Manufacturer narrative:
(B)(6) 2024 - the product has a 1 year warrenty. Therefore, the consumer accepted a replacement and an investigation will not occur.